Event description:
Asku

Event description:
It was reported that when the device was removed from the box which was labeled as a single chamber ICD, the device had a dual chamber header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: connector - other. The device was manufactured with a dual chamber header even though it is a single chamber device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.